Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The meter and test strips were requested for investigation. The customer's test strips were returned for investigation. The returned product was measured with a retention meter and two different levels of control. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.7 inr, qc 2: 5.7 inr, qc 3: 5.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number unknown compared to a clinic's poc meter. The clinic meter result was 2.6 inr. The customer's meter result within 4 hours was 2.0 inr. The customer's therapeutic range is unknown.